Manufacturer narrative:
Concomitant product UDI for preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) had abdominal scarring, which caused reservoir encapsulation and prevented its proper inflation. A surgical procedure was performed to remove the ipp and replaced with an ambicor penile prosthesis (app). No additional patient complications were reported.